Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.

Event description:
On 7/17/2023 (B)(6), employee of intuvie, received an email from (B)(6), employee of prisma hci-eso- eastside, who relayed the following information: we have two pumps that are not working correctly. Pump sn: (B)(6) has an alert that comes up saying life vtbi exceeded, and we cannot get this to reset or go away and the other pump sn: (B)(6) is not working correctly because it is tuning off by itself and a new battery was put in before attaching to patient. No further details obtained. This complaint is for pump (B)(6) only as the other pump is not a complaint pump. Patient involved. No patient harmed. Device to be returned. On 7/17/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.